Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the outcome of this surgery (with corrected screw positions) was successful. There was no harm/negative clinical effect to this patient due to this issue (also not due to minimal prolongation of anesthesia time). There are no further remedial actions necessary, done or planned for this patient due to this issue, nor did this issue lead to prolongation of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screw placements by ca. 5-6mm medial/lateral from the intended position in left pedicles of t11, t12, l2 and right pedicles of t11, l2, l3 is a combination of; an insecure fixation of the starlink array (size l) on one of the screw drivers used in the procedure causing an incorrect display of the instrument in the navigation software from the instrument's position on the actual patient anatomy (note: brainlab instruments and depuy viper prime screw drivers were inspected after the case with no hardware issues found) . A relative movement of the vertebrae operated on in relation to the iliac crest on which the reference array was attached to, due to the general instability of the spine at l1, l2 and a non-rigid connection of the bones when applying forces during the surgery, leading to a shift between the navigation display of the (pre-placement) image dataset and the actual current patient anatomy. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the affected pedicle screws with the recommended recalibration of the screw driver after every new screw and with the necessary navigation accuracy verification of the registration. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive spinal fusion surgery (on (B)(6) 2019) with intended placement of 8 pedicle screws in t11-l3, was performed with the aid of the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: assembled and calibrated two depuy viper prime screw drivers. Positioned the patient in prone position on the or table. Draped the patient and placed 2 schanz pins in the right iliac crest. Attached the 2-pin fixator and 4 sphere reference array and confirmed to be rigid . Acquired a CT scan (#1) using the airo with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration and accepted the registration to proceed . Placed 8 screws with aid of navigation (using the depuy viper prime screw drivers). Acquired another CT scan (#2) to confirm screw placements, and noted that several screws were not placed as intended. Verified the accuracy of the (new) patient registration, accepted the registration, recalibrated the screw drivers, and again verified accuracy. Corrected the position of (according to the scan data 6) screws (using the depuy viper prime screw drivers). Acquired another CT scan (#3) to confirm screw placements, and noted that screws were still not placed as intended. Verified the accuracy of the (new) patient registration, accepted the registration. Noticed that the array on one of the screw drivers was loose, re-secured the array, recalibrated the screw driver, and again verified accuracy. Corrected the position of (according to the scan data 5) screws (using the depuy viper prime screw drivers). Acquired another CT scan (#4) to confirm screw placements, and noted that all but one screw were placed as intended. Corrected the position of the one screw (details for this step are unknown but assumed to correspond to the previous steps). Acquired another CT scan (#5) to confirm screw placements and was satisfied with the final placement of all screws. According to the hospital / surgeon: the outcome of this surgery (with corrected screw positions) was successful . There was no harm/negative clinical effect for this patient due to this issue (also not due to minimal prolongation of anesthesia time). There are no further remedial actions necessary, done or planned for this patient due to this issue, nor did this issue lead to prolongation of hospitalization.